Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized. The treatment was not reported. The cause of the peritonitis was not reported. The patient was reported to have changed their pd therapy, but they did not specify what kind of change was made. The outcome of the peritonitis was not reported. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Event date:the date of the onset of peritonitis was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.